Event description:
The facility stated that the surgeon implanted a cc4204bf plate collamer lens. The posterior capsula tore. The facility stated that the capsular tear was not due to the iol. The lens was removed. The injector and cartridge model and lot numbers were not specified by the facility. No information has been forth coming from the user facility.